Event description:
It was reported that inappropriate therapy was delivered due to lead noise. Lead fracture was observed. Fluoroscopy revealed insulation damage proximal to rv coil. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.